Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device was not working like they would like it to work. When they first got the device 6 years ago the programs that they were using were 5, 6, 7, and 8. They could feel a stimulation just prior to having a bowel movement. Day to day they weren't feeling anything but once in a while prior to a bowel movement they would feel the little tickle that they were supposed to feel when you set the device in the first place. They were pretty good at changing the program around and setting and changing the setting to what they needs but they still felt like they were not getting what they need. The issue has been going on all along since the first device. Sometimes they would just feel like their bladder would be full and if it was just another drop past the threshold then there would be leaking and sometimes they wouldn't even know it was happening. Especially when it came to stool they would be passing stool without even realizing that it was there. Today they were sitting at their desk working away and they thought they hadn't been to the restroom in awhile so they went to the toilet and there was quite a bit of stool on the pad that they wear. The patient was redirected to their healthcare provider to further address the issue. Patient said they were not getting call back from the manufacturer representative (rep) (they didn't leave a message). They are going to call the rep back after they hang up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.